Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, fibroids and perianal pain. Concurrent conditions included uterovaginal prolapse, bundle branch block right, skin rash, low back pain, myopia, rectocele, cystocele, neuritis sciatic, clotting disorder, cyst, adhd, breast reduction, menorrhagia, menstrual disorder, chronic lumbago, sacro-iliac spondylosis, constipation, urinary incontinence, hypertrophy of uterus, cervicitis cystic, paratubal cyst, right lower quadrant pain, migraine, adenomyosis, follicular cyst of ovary, hematuria, flank pain and uterus enlarged. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the uterine perforation, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, fibroids and perianal pain. Concurrent conditions included uterovaginal prolapse, bundle branch block right, skin rash, low back pain, myopia, rectocele, cystocele, neuritis sciatic, clotting disorder, cyst, adhd, breast reduction, menorrhagia, menstrual disorder, chronic lumbago, sacro-iliac spondylosis, constipation, stress incontinence, female, hypertrophy of uterus, cervicitis cystic, paratubal cyst, right lower quadrant pain, migraine, adenomyosis, follicular cyst of ovary, hematuria, flank pain and uterus enlarged. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the uterine perforation, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.